Event description:
The customer reported hemoglobin results were not matching between the primary and secondary mode when using the coulter hmx hematology analyzer with autoloader. The customer verbally reported (data was not provided) the hemoglobin result in the primary mode was 14.1 g/dl, and hemoglobin results of 12.0 g/dl, 12.2 g/dl, 12.9 g/dl, and 13.2 g/dl were obtained in the secondary mode for the same sample. The customer also stated that in the primary mode, the hemoglobin of the first run was lower than that obtained on the second run for the same sample. The customer performed troubleshooting of tightening the knob on the blood sampling valve (bsv) and cleaning notches and alignment bar. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse noted the hemoglobin result was 14.1 g/dl in the primary mode and 13.2 g/dl in the secondary mode for one patient sample. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
Patient weight was not provided. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the issue was due to a worn shaft on the blood sampling valve (bsv) actuator. The fse replaced the bsv actuator resolving the reported issue. The instrument was verified by running controls and reproducibility mode to mode with no further issues observed. (B)(4).